Manufacturer narrative:
No device malfunction occurred. Per communications with the fse, the customer was able to confirm that the ECG leads off alarm occurred and was confirmed by the user. The customer did not require any testing of the system since it was operating properly and this was due to user alarm handling. The customer was also seeking to ensure the patient incident was properly documented. This is considered user alarm handling / customer assistance. Patient information has been requested and not provided at the time of report (B)(6).

Event description:
The customer reported a patient death and that data needed to be backed up. The customer referenced an ECG leads off alarm, however, it is unclear if the alarm did not occur. The patient expired.